Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported the during treatment of lesion in anterior tibial artery (at) through common femoral artery (cfa) access a 1.5 diamondback 360 peripheral atherectomy device (oad) became stuck in vivo. Surgery was performed to resolve the issue.